Manufacturer narrative:
Date sent: 04/10/2008. Eval summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was returned partially cycled, with the jaws closed and one bypassed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. After releasing the jaws, the instrument fed and formed 12 conforming clips. The instrument jaws opened as intended during functional testing and no anomalies were noted with the functionality of the device. The instrument locked out as intended but the orange indicator did not show up completely. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close completely. They got a new one to complete the procedure. There was no pt consequence. The device will be returned.